Manufacturer narrative:
Qc did not indicate there was any problem with the instrument. A field service engineer (fse) was dispatched; the investigation is ongoing. Root cause of the event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high creatinine (crem) results generated by the unicel dxc 800 pro synchron clinical systems for four patients. The high crem results were reported out of the lab and physician questioned the results because they did not correlate with bunm results. The original specimens were re-tested and obtained results were lower for all four patients. The results were amended. There was no change to patient treatment.